Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and presented to the emergency room. A polarity switch was observed and it was noted three days prior, there was noise present at a follow-up check and the right ventricular (rv) lead sensitivity had been reprogrammed. At the emergency room visit, sensing integrity counter (sic) was observed, along with high pacing impedance and the rv lead thresholds had gradually increased to high thresholds. Loss of rv capture during ventricular safety pacing. The lead was reprogrammed to unipolar pacing and sensing and the patient was discharged with a scheduled follow-up appointment to monitor the patient. The rv lead remains in use. No further patient complications have been reported as a result of this event.